Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas pump became unresponsive and stuck on the graphs screen, preventing navigation to announce meals; the screen had a slight crack, and a restart did not resolve the issue, after which a replacement device was arranged. Symptoms included hyperglycemia for approximately two hours without ketone testing, medical intervention, or backup therapy. Outcomes included temporary inability to use the device¿s meal announcement function and transient elevated glucose, with no hospitalization or serious injury. Investigation included remote troubleshooting and review of device performance based on user report. Investigation of this case revealed a suspected display or user interface malfunction associated with a cracked screen, consistent with a hardware screen/display issue that impeded normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure involving the screen and user interface.